Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead experienced noise which resulted in several atrial tachycardia response (atr) events. Subsequently, a lead safety switch occurred. Pacing impedance measured 610 ohms when configuration was switched back to bipolar. No abnormal pacing impedance measurements were observed. The noise was unable to be reproduced. Currently, this ra lead remains implanted and in service. No adverse patient effects reported.